Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 26.0, 27.0, 33.0, 160.0, 175.0, and 180.0 cm from the proximal end and fractured approximately 31.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured. This damage may have occurred due to forceful manipulation of the smart coil against resistance. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw from the distal detachment tip (ddt), which would cause the embolization coil to detach. The smart coil introducer sheath and embolization coil, as well as the non-penumbra microcatheter mentioned in the complaint, were not returned for evaluation. The root cause of the initial resistance experienced by the physician could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating (ic-pc) artery using penumbra smart coils (smart coils). During the procedure, the physician advanced another manufacturer's microcatheter into the target vessel and then deployed and detached four smart coils. At this time, the aneurysm was almost filled with these smart coils. The physician then attempted to deploy a new smart coil. However, the physician was not satisfied with the placement of the smart coil in the aneurysm and decided to retract the coil to reposition it. While attempting to redeploy the smart coil into the aneurysm, the physician encountered resistance and subsequently, the smart coil pusher assembly became kinked. Consequently, the smart coil unintentionally detached inside the microcatheter. Therefore, the physician retracted the microcatheter containing the smart coil from the patient. An angiography was then performed and revealed that the patient was slightly bleeding from the neck of the aneurysm. The physician treated the bleeding using another manufacturer's coils and balloon catheter. Thereafter, another angiography was performed and revealed that the bleeding had stopped. The procedure then ended at this point. Post-procedure, the patient was stable and recovering. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. Additionally, the physician is uncertain if the detached smart coil caused the bleeding but stated that the coil may have been caught in the aneurysm neck when he pulled back on the pusher assembly.

Manufacturer narrative:
The following are being updated based on additional information provided on 02/26/2017: describe event or problem, evaluation codes, device codes. This report is associated with MFR report number: 3005168196-2017-00465.

Event description:
Updated event description: the patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician initially placed a few smart coils into the aneurysm. While the physician was attempting to detach a new smart coil (lot #: unknown) in the aneurysm, the tip of the smart coil pusher assembly came out of the tip of the non-penumbra microcatheter. Subsequently, the aneurysm ruptured. The physician then readjusted the markers on the pusher assembly and microcatheter and successfully detached the smart coil. Next, a new smart coil was opened and placed in the aneurysm. The angiography revealed no further bleeding. The physician then attempted to place another smart coil (lot #: f68751) but encountered difficulty when the tip of the pusher assembly advanced approximately one centimeter from the tip of the microcatheter. Subsequently, the smart coil became entangled with the previously placed smart coil and unraveled. The pusher assembly then kinked. While the smart coil was being retracted, it unintentionally detached. The physician then advanced a non-penumbra guide wire through the catheter and subsequently, the detached coil inside the catheter came out. Therefore, the physician removed the microcatheter containing the detached coil from the patient's body. At the same time, the previously placed smart coil was inadvertently removed from the patient because it was entangled with the detached smart coil. The angiography then revealed that the aneurysm was bleeding again. The physician placed a non-penumbra balloon catheter to stop the bleeding and then completed the procedure using additional coils. Post-procedure, the patient is stable and recovering.